Manufacturer narrative:
The customer retuned the suspected contour next link 2.4 meter (serial # (B)(4)). An in-house simulated blood testing was performed using the returned meter with in-house contour next test strips and breeze control solution. The readings were properly stored in the meter's memory.

Event description:
The customer reported that his blood glucose readings were not being stored in the memory of the contour next link 2.4 meter. There was no allegation of an adverse event. The customer was advised to return the meter for evaluation. A replacement meter was sent to the customer.